Event description:
A report was received that the patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50, serial # (B)(4), description: artisan 2x8 lim, 50cm.

Event description:
A report was received that the patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was explanted as they no longer needed the device. The patient is reportedly doing well following the procedure. Explanted devices will not be returned to bsn as they were discarded by medical facility.